Event description:
The customer stated that he was treated by the paramedics due to low blood glucose levels. The customer's blood glucose reading was 26 mg/dl and he was in a coma. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the daily totals did not match with the bolus and basal rate history. The customer also reported low battery and button error alarms. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No history or delivery anomalies were noted.